Event description:
During surgery, while the surgeon was reaming he determined that the reamer was too small so he switched to a larger one and caught the patients nerve. The patient now has a nerve problem, including foot drop.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation could not draw any conclusions regarding the reported event with the information available. A two year complaint database search finds no previous reports where patient nerve damage occurred during surgery for either the (B)(4), small or (B)(4) large calcar reamers. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.